Event description:
The customer reported that his blood glucose was normal at bedtime according to his continous bg monitor. At 3 am his bg was 180 mg/dl, which he corrected with a 3.5 unit bolus. By 5 am his bg was 308 mg/dl and he could smell insulin. He checked the pod and the site was wet with insulin, so he removed the device. He stated that the cannula was bent 90 degrees.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."